Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that in the bd discardit¿ ii syringe there was mold in the sterile package. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that in the bd discardit¿ ii syringe there was mold in the sterile package. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other , device single use?: no , device returned to manufacture: no. Investigation summary: no sample or picture available for evaluation. DHR review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2026 (february 4th - 8th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4214, nº4206, and nº4201, in lot #7030004 (january 30th - february 6th, 2017), and in lot #7034455 (february 6th - 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the plunger lots #7034439, #7031190, and #7024022 and no problems, defects or qn related to the reported issue were found. The exact root cause of the reported issue could not be determined. Based on the customer feedback, we think that the reported issue could be related with embedded particles in the syringe which could be confused with mold appearance. The embedded particles defect is produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the syringe without possibility of being detached from it. We can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the presence of black particles areas, we identified the foreign matter particles as embedded contamination in the plunger. DHR review for batch #1702103: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2026 (february 4th - 8th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4214, nº4206, and nº4201, in lot #7030004 (january 30th - february 6th, 2017), and in lot #7034455 (february 6th - 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the plunger lots #7034439, #7031190, and #7024022 and no problems, defects or qn related to the reported issue were found. First of all we have tried to confirm the origin of the particles that conform the black areas reported by the customer. For that reason we performed a bioburden test for the returned sample. The purpose of this technique is to determine the number of viable microorganisms on medical devices prior to sterilization. This includes one evaluation for aerobic bacteria, anaerobic bacteria and fungi. Bioburden test performed for the provided sample was found correct. Cfu average and maximum cfu were below alert and action bioburden limits with satisfactory results. After scratching the black particles of the plunger and analyzing them with magnification, we identified that black particles were embedded in the plunger. The black particles were composed by burnt plastic coming from the injection phase of the manufacturing process. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Based on all the above described analysis, we conclude that origin of the reported issue was related with embedded plastic particles in the plunger of the syringe. No moldy area was present in the syringe and the sterility conditions were correct, that was a cosmetic defect with no risk to health. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that in the bd discardit¿ ii syringe there was mold in the sterile package. There was no report of exposure, serious injury or medical intervention.